Manufacturer narrative:
The biomedical engineer reported that they were getting incorrect non invasive blood pressure (nibp) readings on the bedside monitor (bsm). This was considered a use error problem due to poor training. The biomedical engineer inquired about on-site training to eliminate use error problems from occurring again.

Event description:
The biomedical engineer reported that they were getting incorrect non invasive blood pressure (nibp) readings on the bedside monitor (bsm).